Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was diagnosed with terminal cancer. There were no reports of device-related issues from the patient prior to this incident. Nevro and the patient's physician have not been able to contact the patient to obtain additional information regarding the nature of the incident.